Event description:
Pt undergoing opertive procedure of hand (tenolysis, transposition of tendons, and release of contractures). During dissection, a 2-3mm fragment of the scissors tip broke off in the wound. It was visible on x-ray taken at the time. Wound exploration was undertaken in an effort to retrieve the fragment. However, after extensive effort, including the use of a magnet, this was not successful. Therefore, pt has a retained foreign body in the wound. The instrument involved was approx 6 months old at the time of this event.